Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.